Event description:
Additional information was received. Company representative report reconfirmed what has been previously reported that patient stated the ptm (personal therapy manager) device dates were ¿jumping all over the place¿ and that sometimes there was more drug left in the reservoir than what was expected, and once the pump was beeping, but the reservoir volume was ¿several more days worth of drug¿. It was also reconfirmed the physician did not track the volumes at refill and said that the patient¿s version of events ¿is not accurate, that there have not been any problems with volume discrepancy¿. Company representative also reported patient has up to 6 boluses/day and said she uses at least 3 or 4 of them regularly. Later on company representative reported no follow up have been done. It was assumed patient has improved since she has had at least one if not two refills and had not asked company representative to be at the appointments. If additional information becomes available a report will be submitted

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there had been volume discrepancies. During some of the patient's refills, there would be more drugs left in the pump reservoir than what was expected. At a refill appointment, the expected volume was 4.5 cc and the actual volume was 4.0 cc. The physician did not track the volume at refill and said that the patient's version of events was "not accurate, that there have not been any problems with volume discrepancy." A pump alarm was also reported, but the patient therapy manager stated the refill date was a week out and the reservoir volume was "several more days" worth of drug. It was noted that the refill date was "fluctuating drastically" during the course of a refill cycle. The patient was using high flow rates. Event logs were read and stated that the patient was getting almost all of her patient therapy manager doses. Due to high volumes, the refill date "could potentially change on a daily basis." No specific patient symptoms were reported. The patient did not have issues with the pump and boluses. The device was used to deliver bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).